Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Not aware but asked next day if the incident dr said patient was stable. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not aware.. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
New pve35a stapler fired but didn't open after firing on pulmonary artery. Dr. Has use manual reverse switch button but it didn't work, he removed battery and reinserted but jaws didn't open, also he did manual override but still jaws didn't open. After doing many push on released knob eventually it opened. The staple line was intact and no bleeding from staple line but surgeon is not very happy the way stapler got stuck on pulmonary artery.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Not aware but asked next day if the incident dr said patient was stable. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not aware.. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
New pve35a stapler fired but didn't open after firing on pulmonary artery. Dr. Has use manual reverse switch button but it didn't work, he removed battery and reinserted but jaws didn't open, also he did manual override but still jaws didn't open. After doing many push on released knob eventually it opened. The staple line was intact and no bleeding from staple line but surgeon is not very happy the way stapler got stuck on pulmonary artery.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2022. Additional information: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the video, an echelon device was observed to be inside of the body cavity. The device appears to be fired but the knife not returning to home position. It was noted the knife was returned manually to the home position. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2022. D4: batch # 127a24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the would not reverse button force, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.